Event description:
It was reported that, on an unknown date, the plum 360 had flow rate accuracy failure. The event occurred during preventive maintenance. There was no patient involvement and no human harm.

Manufacturer narrative:
On 12/09/2022 confirmed the customer¿s complaint that the device had a flow accuracy rate failure. The device passed the self-test. The device mechanism was pausing/skipping during infusion. Reviewed the event alarm log history. Device experienced e378, e458 and n251. Replaced the mechanism driver board assembly. Calibrated mechanism. The mechanism passed calibration. The device passed the self-test. The device is now functioning properly per design. The device no longer skips or pauses during infusion. The probable cause is a defective/worn mechanism driver board.